Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. No lot number was provided; thus, the device history record could not be reviewed and a search of the complaint database could not be performed.

Manufacturer narrative:
The suspect device has not been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges while gaining access for a coronary arteriogram procedure, the tip of the micro puncture wire sheared off while in the vessel. The needle was inserted into the vessel and advanced. Some minimal resistance was met, so the device was pulled back and attempts to redirect were made. The attempted redirection was unsuccessful, so the device was removed. The clinician identified the sheared tip when removing the micro puncture sheath and wire due to the need to re-stick the access site. The patient was noted to have unique anatomy which required insertion at an unusual angle. Several attempts were made to snare/retrieve retained wire but were unsuccessful.  Vascular surgery was consulted and the decision was made to bring patient to the for a cutdown, exploration, and removal of retained wire. The foreign body was successfully retrieved. No addtional patient consequence to report.